Event description:
It was reported that three days after activating the artificial urinary sphincter (aus) device the patient did not feel well, had a fever, and had significant swelling where his pump was placed. The patient contacted his physician and was prescribed 21 days of antibiotics. 30 days later the patient returned for a follow-up visit. The swelling had gone down and he was able to use his pump effectively. The patient did not have a revision. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.